Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), sticker (seal) remained inside. Loading steps were set as usual. The umbrella was opened, but hemostasis was not possible. Device was not left in the loading device. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿nov 2021¿ through ¿feb 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 04/13/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock was off allowing the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature activation" was confirmed.